Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 475201 biopsy instrument allegedly had signal artifact on MRI imaging. There was no reported patient injury. This information was received from one source. Patient age, weight, and gender were not provided.